Event description:
It was reported that the impedance levels for the superior vena cava (svc) coil of the right ventricular (rv) lead were high and out of range and triggered a device alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2011. A 5568-45, implantable pacing lead, (B)(6) 2006. (B)(4).